Event description:
On 4/21/95, the unit was brought for evaluation. It was reported that the unit had shocked a pt. Conclusion of rptr's investigation: pt was shocked by use of the vaginal sensor with the unit without an adapter. Although MFR stated that this would cause a "mild" shock to the pt, circuit design indicates that the full current of 12.1 microamps was applied to the pt. Neither MFR nor distributor had included any type of warning in their literature. Rptr is recommending that each MFR print and publish a warning to all users of this device that the vaginal probe must not be used without the adapter. Rptr believes that the following actions should occur: 1. The MFR should send to each current user of the unit or any of their other products with similar design and addendum to their operators and service manual indicating that the vaginal probe must be used with an adapter. Packaging and instructions with the unit are inadequate. 2. The distributor should notify all current users of vaginal probes purchased form their co of the warning that use of the vaginal probe without the adapter will shock pts. Distributor should immediately place such a warning in the packaging of all vaginal probes that they sell. 3. Consideration should be given by the MFR and all distributors of the vaginal probe to include an adapter with the sensor. Or at minimum, each co should consider placing a policy into effect that asks or requires the purchaser of the vaginal probe to acknowledge that they are aware that the vaginal probe must be used with an adapter. (*)